Event description:
The customer reported that the subtraction mask was on when in fluoro.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the hard drive and reformatted the cine drive. The system is operating as intended.